Event description:
A 28 mm diamter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 5.5 cm abdominal aortic aneurysm in 2000. The aneurysm neck diameter was 26 mm with a length of 2.8 cm. The external iliac arteries were 10 mm in diameter bilaterally. The pt has a history of chronic obstructive pulmonary disease. No complications were reported during the implant procedure. June 2000, the aneurysm diameter had decreased to 52 mm. In dec 2000 the aneurysm diameter measured 53 mm and in 2001, the aneurysm diameter measured 54 mm. 12 days later the aneurysm diameter had increased to 60.9 mm. An endoleak was suspected, and angiography performed. It was reported that there was no detectable endoleak. The stent graft was explanted and the pt was converted to open surgical aneurysm repair. The procedure was reported to be successful, and the pt is reported to be alive. The explanted stent graft has been received by medtronic ave, and its analysis is pending.